Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The reported issue could not be confirmed. A serial readout was performed and sent to livanova (B)(4) for further evaluation. A technical safety inspection was successfully completed and the unit was returned to service. The readout was evaluated and the reported issue could not be confirmed. No software or hardware errors were identified in the readout. The analysis did identify that the pump was hand cranked after several alarms were displayed. However, a pump stop without alarm was not registered. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that a s5 mast roller pump stopped without displaying an error message during a procedure. Normal values were displayed on the screen. The user hand-cranked the pump until the s5 console could be switched out for the rest of the procedure. The customer tested the device following the case and was not able to reproduce the issue. There was no report of patient injury.